Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Harm: surgeon dissatisfaction . Hazard: does not fit or function // component broken. No relevant medical data has been received. Visual examination: visual inspection of the mis rasp handle shows that the locking lever is still correctly positioned in the handle, however, it is loose. There is a small dent in the region, where the leaf spring of the locking lever touches the handle / housing in the locked position. Moreover, there are signs of excessive usage visible. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). It might be possible, that the rasp handle has been impacted during multiple uses with excessively high forces, leading to the loosening of the mechanism. However, based on the available information an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00369.

Manufacturer narrative:
The manufacturer did not receive documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The mechanism of the mis rasp handle broke. No foreign body retained. No surgical delay occurred.